Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 sensor after transitioning from blood glucose run mode, with the ilet displaying high and a concurrent fingerstick value of 475 mg/dl following a large announced meal; the user reported multiple recent g7 sensor failures and had just installed a replacement, and the infusion set and tubing were reported intact without leaks or kinks. Symptoms included asymptomatic hyperglycemia. Outcomes included no reported injury, no hospitalization, and continued device use with planned follow-up to confirm glucose regulation. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms, no observable infusion set issues, and an unclear cause of the hyperglycemia. It was concluded that the event cause is undetermined with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.